Event description:
It was reported that during an oracle lateral procedure, the surgeon was using a slap hammer. The slap hammer stopped moving and became stuck. The surgery was successfully completed with no reported patient harm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records has been requested. Placeholder.